Event description:
It was reported to st. Jude medical that the patient expired in 2003. When the device was interrogated 5 days later stored diagnostics revealed long charge times and a high voltage lead impedance >200 ohms. The device and lead were returned for analysis.